Event description:
The customer reported via phone call experiencing high blood glucose levels. The customer also reported that the insulin pump alarmed no delivery 3 to 4 times within the last month. She stated that she would receive the alarm several hours after a set change. She was advised that it takes several hours for pressure to build enough to trigger the alarm. The customer's blood glucose was 416 mg/dl. The customer changed the entire set and bloused. The customer reported that the alarm was resolved by a complete set change and declined to return the infusion set and reservoir for analysis. The customer declined to do any further troubleshooting and was advised to call when the issue occurred before the set change in order to better determine the cause of the no delivery alarm.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.